Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that, during a da vinci-assisted surgical procedure, the monopolar cautery instrument did not execute the master¿s commands; movement was not intuitive. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that uncontrolled, unexpected, or unintended movement was experienced that did not correspond to the master¿s commands or behaved inconsistently with the master controls. For example, when the master moved to the left, the instrument moved in a different direction (e.g., it moved downward).